Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose levels were over 400 mg/dl and they had changed the infusion set twice. The customer¿s blood glucose level at the time of the incident was 199 mg/dl. The customer¿s current blood glucose level was 401 mg/dl. Troubleshooting was performed. The customer had treated their blood glucose with manual injections. The insulin pump had failed the first high-pressure test. They performed the high-pressure test again and the insulin pump passed. The customer was advised that the insulin pump was functioning based on troubleshooting. The device will not be returned for analysis.